Event description:
It was reported that during a generator replacement procedure, after removal of the pacemaker, this right ventricular (rv) lead exhibited loss of capture suspected to be caused by a fracture. The physician implanted a new rv lead and opted to remove the proximal portion and surgically abandon the rest of the lead. The patient was not pacemaker dependent. No additional adverse patient effects were reported. The proximal end of the lead has been returned. Additional information was received indicating that this lead presented a 90 degree bent and that high thresholds were observed during pacing system analyzer (psa) testing. No additional adverse patient effects were reported.

Event description:
It was reported that during a generator replacement procedure, after removal of the pacemaker, this right ventricular (rv) lead exhibited loss of capture suspected to be caused by a fracture. The physician implanted a new rv lead and opted to remove the proximal portion and surgically abandon the rest of the lead. The patient was not pacemaker dependent. No additional adverse patient effects were reported. The proximal end of the lead has been returned. Additional information was received indicating that this lead presented a 90 degree bent and that high thresholds were observed during pacing system analyzer (psa) testing. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the lead was returned severed at approximately 185 millimeters (mm) from the terminal end, only the proximal segment was returned. A thorough evaluation of the returned portion was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests indicated that the returned portion of the lead did not have a compromised conductor. Visual inspection determined that the severed section is consistent with induced damage during explant. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a generator replacement procedure, after removal of the pacemaker, this right ventricular (rv) lead exhibited loss of capture suspected to be caused by a fracture. The physician implanted a new rv lead and opted to remove the proximal portion and surgically abandon the rest of the lead. The patient was not pacemaker dependent. No additional adverse patient effects were reported. The proximal end of the lead has been returned.